Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, it was noted that the pump could not work at 25 percent battery power. Pump was tested with factory standard duracell batteries and pump worked good with no problems. It was noted that customer will have to get new batteries for the pump. Service performed preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the pump shut off by itself without no intervention. No adverse effects were reported.